Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received. It is unknown which lead was going to be revised so all are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-47703. Related manufacturer reference number: 1627487-2020-47705. Related manufacturer reference number: 1627487-2020-47707. It was reported that the patient was experiencing loss of therapy. As a result, the physician planned to revise the patient's right l1 lead. During the procedure, the physician experienced difficulty removing the patient's leads and the procedure was abandoned (related manufacturer reference number: 1627487-2020-33384).